Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that this lead was an attempted implant due to multiple unsuccessful tries by the physician to find a good place with adequate sensing, he took the lead out of the body to try something else. In doing so, his gloves got caught on a very tiny piece of the helix and damaged the helix and tore his gloves, so we needed to replace it. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to multiple unsuccessful tries by the physician to find a good place with adequate sensing, he took the lead out of the body to try something else. In doing so, his gloves got caught on a very tiny piece of the helix and damaged the helix and tore his gloves, so we needed to replace it. A new lead was successfully implanted. No additional adverse patient effects were reported.